Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and ventak mini ii implantable cardioverter defibrillator (ICD) system exhibited oversensing and delivered shocks in sinus rhythm.